Event description:
It was reported that the 3sp ultrasound probe was getting hot during exams with the logiq p6 console. There was no reported pt injury associated with this issue. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9710090-2011-00001. An urgent medical device correction letter was sent to customers with affected ge logiq p6 ultrasound units will be updated in the field. (B)(4).